Event description:
The customer called into technical support (ts) reporting that the o2 is leaking at the rear of the unit at the o2 manifold, and request¿s the part number to replace. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided part and price for kit, o2 transport, cart mtg, diss-m per request. The investigation is ongoing.

Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Multiple good faith efforts were made to obtain further information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. A review found no parts were ordered or service requested, and the case was closed. If the decision is made to have the device evaluated and repaired by philips a new service order will be opened and will be captured through philip's normal complaint procedure.